Manufacturer narrative:
In response to FDA report number: mw5095518. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of "infection in the left oral commissure post-injection that tuned into swelling with pus" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Via regulatory agency, health professional reported that a patient was injected by another office with an unspecified dermal filler. The patient experienced an ¿infection in the left oral commissure post-injection that tuned into swelling with pus.¿ the patient was treated with antibiotics. The event resolved.